Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump stopped working. Customer stated that the insulin pump was saying something about the buttons being pressed. Customer was able to press act and it went to bolus. Customer was not able to esc out of the menu. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a broken reservoir tube lip, a broken belt clip slot, and a scratched and a cracked display window.